Manufacturer narrative:
The field service engineer (fse) replaced the measuring cell, sipper tubing, pinch tubing, measuring cell tubing and the sipper nozzle seal. Instrument performance testing was successful. Precision results were within specification. The customer ran calibration which was successful. The customer used a centrifugation time of 5 minutes and a speed of 5000 rpm. Based on the type of sample tubes the customer is using, this time and speed may not be appropriate.

Event description:
The initial reporter complained of discrepant results for 6 patient samples tested for elecsys troponin t stat assay (troponin t stat) between a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer. The customer also sent these patient samples to a sister laboratory for testing on another e411 analyzer. The results from the sister laboratory's e411 analyzer are not in question and are believed to be correct. This medwatch will cover the e411 analyzer. Refer to medwatch with patient identifier (B)(6) for information on the e601 module. The customer is not sure which result is correct. No adverse event occurred. The troponin t stat reagent lot number is 39006601 with an expiration date of 31-mar-2020.

Manufacturer narrative:
Calibration was acceptable. Qc recovery was within customer's acceptable range of 2sd. The alarm trace did not indicate an issue. The cause was the measuring cell and the sipper flow path components.